Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated finding tampon pieces coming out with discharge when using u by kotex security super plus tampon. Consumer has not sought medical attention.